Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the equipment shows error, does not apply shock. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.